Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional fractured during trialing. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.